Event description:
Patient with a history of frontal temporal craniotomy and resection of tumor, pituitary adenoma. Patient was readmitted on 10/02/1998 with communicating hydrocephalus, subgaleal hygroma, right frontal area, with pneumocephalus. In 1998, a ventriculoperitoneal shunt was placed. About two weeks ago the patient complained of decreased vision, confusion, and memory loss. A CT scan indicated marked ventricle enlargement of the lateral and third ventricles. The patient was admitted in 1999 for ventriculoperitoneal shunt revision. The shunt was replaced using a pudenz ventricular cath with stylet. This information represents the text of the written report received by the manufacturer from the user facility.